Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 23 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿the otolaryngology unit has informed us about the problem occurred in the columella of a patient by the new corgrip sr. The responsible of the department says that the change from polyester umbilical tape to polyurethane monofilament tether, is the responsible of the damage and says that the new design is not safe for patients due to the triangular design with sharp edges.¿ per additional information received on 26nov2025, ¿the patient suffered a cut due to the corgrip friction in the nasal area of the columella" per additional information received on 4dec2025, ¿patient with a nasogastric tube and corgrip sr as fixation system. One week after placement, the patient went to the emergency department with lesions suggestive of necrosis in the nasal columella due to repeated damage from the sharp edges of the new material used in this retention system. We have no record of any incidents with the previous version of corgrip. The problem arose with the change in material. Contributing factors: equipment failure and material with sharp edges and friction-causing burns.¿